Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer treated with glucose tablets. Customer unable to troubleshooting due to red x and picture on insulin pump. Customer stated insulin pump had big crack along the back side and battery compartment. The insulin pump will be returned for analysis.